Event description:
It was reported there was an overdose. The pump was filled for the first time on (B)(6) 2014 at about 3-4pm with the understanding that the drug would not get to the spine for 36 hours. The patient was to continue with vicodine until tuesday ((B)(6) 2014) midnight. It was noted the patient had a follow-up 2 weeks after the appointment to check the incision which wasn¿t healed. There was a second follow-up 2 weeks later when the pump was filled. The patient called the clinic on (B)(6) 2014 at about 10-11am because she wasn¿t feeling well and to confirm she wasn¿t to be getting medication through the pump for 36 hours. Within an hour the patient was feeling worse. There was itching and projectile vomiting. The patient had a visitor who helped her until the vomiting slowed down. Shortly after that she continued to vomit. The patient¿s husband came home after 5 hours and found the patient passed out and unresponsive on the kitchen floor with vomit around her. She was rushed to the hospital where she spent 24 hours. A manufacturer representative came to the hospital and decreased the pump 87%. The patient was provided heparin and (B)(6) in the hospital. She had welts all over from scratching the itching she experienced. The pump was being used to deliver hydromorphone and clonidine.

Manufacturer narrative:
Evaluation conclusion code and device code no longer apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2016. It was reported that during the event, the manufacturer representative that came to stop the pump told the patient that the pump was on and everything started up as expected, but the medication must have come through faster. No one seemed to know why.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).